Manufacturer narrative:
The catheter is broken 86.5 cm from the end of the strain relief hypotube. According to the drawing for this part that means approximately 8.5 cm of the catheter broke off inside the sheath. There is an ovalization on the most distal 2.5 cm of the remaining catheter. A 0.070" mandrel was introduced into the hub and advanced distally. Approximately 2 cm from the distal tip of the returned piece, the mandrel stopped. The catheter is non-functional. Conclusion: the ovalization of the tip of the returned catheter implies that there may have been an ovalization in the broken section. This is likely what caused the catheter to get stuck in the femoral sheath. The fracture occurred when the physician was removing the catheter at the end of the case. It is common for the catheter tip to ovalize slightly in anatomy during use. Once the catheter was stuck, it likely took excess force to remove it from the sheath causing the fracture. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician was using a penumbra neuron delivery catheter 070 with a pinnacle sheath ((B)(4)). When the physician removed the neuron from the sheath at the end of the case, the flexible tip of the neuron became hung up on the end of the sheath and broke off.